Event description:
The doctors of a (B)(6) male patient contacted zoll customer support to report a service code 204. The monitor was unable to communicate with the electrode belt. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon eval the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a detached y402 crystal oscillator on the monitor c/a board. The root cause for the detached y402 component could not be positively identified. No adverse event resulted from the defective y402 crystal oscillator. The patient received a replacement monitor.